Manufacturer narrative:
The insulin pump prime was unable to prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Unable to perform occlusion and no delivery tests due to prime fill anomaly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.